Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the united states. This event is being reported due to an alleged or confirmed malfunction. Corrected initial reporter title. Evaluation summary: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported, approximately two years and three months post implant of the implantable cardioverter defibrillator (ICD), premature battery depletion was suspected, as the elective replacement indicator was signified. Consequently, immediate change out of the device was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the united states. This event is being reported due to an alleged or confirmed malfunction. Corrected initial reporter title. Evaluation summary: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the united states. This event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported, approximately two years and three months post implant of the implantable cardioverter defibrillator (ICD), premature battery depletion was suspected, as the electric replacement indicator was signified. Consequently, immediate change out of the device was completed. No patient complications have been reported as a result of this event.